Event description:
Caller reported a cartridge alarm during pumping but did not experience any adverse effects on blood glucose levels, maintaining them below 500 mg/dl. Tandem technical support decided to replace the pump, ensuring the pump was under warranty until (B)(6) 2026. The customer agreed to use multiple daily injections as backup therapy and acknowledged instructions for returning the problematic pump and receiving the replacement with updated software. Training would be made available to them through their tandem source account.